Manufacturer narrative:
Investigation is on-going.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. On september 6, 2024, customer made haemonetics aware that a 40-year-old male donor passed away on (B)(6) 2024. The donor was found near his house unconscious and the cause of death is a heart attack as reported by a family member. Customer has no information from the attending physician, surgeon, hospital representative or health care professional as death occurred off-site from the donation center. An autopsy from the miami-date medical examiner has not been made available to the customer. Donor's last donation occurred on (B)(6) 2024 and there were no reported issues with the equipment or disposables used in the procedure at the time of the donation. The donor did not experience a reaction or adverse event during the (B)(6) 2024 procedure.

Manufacturer narrative:
Device inspection for donor death was completed. All parameters verified and adjusted as required. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on the evaluation, the device was evaluated 'no defect' and no evidence was found to show the device contributed to the reported complaint. There are no nces against this serial/lot number. There are no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.